Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium, or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, the regurgitation between the mitral ring and the patient's anatomy was believed to be from a dehiscence that was noted after thv valve deployment. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per the territory manager (tm), during a transcatheter mitral valve replacement (tmvr) (inside of an existing physio ring) using a 23mm sapien 3 ultra resilia valve via transseptal approach, the valve was implanted in an 85:15 position across the ring with a final gradient of 2mmhg and mild/mod paravalvular leak (pvl). The pvl was believed to be from a new dehiscence that was noted after valve deployment. The patient was in stable condition and would be monitored. Follow-up indicated that the transesophageal echocardiogram (tee) showed that the pvl was between the ring and the anatomy, outside the ring. The team believed that the dehiscence was worse after valve deployment than it was before valve deployment. It could not be confirmed if it was the mechanism of the valve being deployed that caused it to worsen or if implanting the valve made it look worse on tee because the valve relieved the severe mr that was present, and that flow was shunted to the dehiscence. Approximately 30 days post-procedure, the patient was brought back and had a pvl closure of the dehiscence with an occluder device. The leak through that defect went from severe to mild.